Manufacturer narrative:
Event date: approximated by aware date. Investigation summary: the reported patient symptom is a known risk associated with ipp procedures and is noted as such in the instructions for use. Product analysis was unable to confirm the reported events. DHR review: a DHR and ship history review cannot be performed as the lot numbers were not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The reservoir, cylinders and pump were returned. The reservoir was visually inspected, leak tested, and microscopically examined; wear at a fold was noted in the reservoir shell and a leak was identified in the kink-resistant tube, which is consistent with sharp instrument damage and most likely occurred during explant. The cylinders were visually inspected, leak tested, and microscopically examined; wear at folds was noted in both cylinders and both had small leaks in the proximal end, consistent with sharp instrument damage and most likely occurred during explant. As there was a leak found, cylinders were not pressure tested. The pump was visually inspected, microscopically examined, leak and functionally tested; all tests were passed. Product analysis was unable to confirm the reported events. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). The IFU lists erosion as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed erosion in the right cylinder area. The device was explanted and returned for analysis. No additional information was reported.

Manufacturer narrative:
Event date: approximated by aware date. Pending investigation closure.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed erosion in the right cylinder area. The device was explanted and returned for analysis. No additional information was reported.